Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer agreed to use multiple daily injections (mdi) as a backup therapy. The customer was informed that they would receive a replacement pump with updated software, and instructions for using a g7 sensor were provided. The customer was advised to return the problematic pump via ups, put the pump in storage mode before returning, and was offered training through their tandem source account.